Event description:
Customer reported the system will not produce x-rays. This occurred after startup. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, snubber pcb, and high voltage cable. System operates as intended. (B) (4).